Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed. Given the lack of available event and device details, no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the french national products and composition database (b.n.p.c); french poison and toxicovigilance centre network with reference number: (B)(4), as an unspecified exposure case related to coopervision contact lens packaging solution, with request for chemical composition and safety data sheets. Good faith efforts have been made to obtain additional information without success, as of the date of this report no further details are known. This event is being reported in an abundance of caution due to the unknown nature, severity, or outcome of the incident. Should further information become available, a follow-up report will be submitted as appropriate.